Event description:
Reporter stated that patient capillary sample was tested, using the suspect device, with a result of 56 mg/dl. A sample obtained from the same patient, 15 minutes earlier, measured 7 mg/dl in the facility's lab. Reporter was unable to provide any information about the patient. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product; however reporter declined request, indicating that the facility is awaiting the results of a proficiency study.